Event description:
During surgery, blade # 371111 under lot # 0080841 broke and half of the blade remained in the patient until the surgeon removed it. Material manager stated the blade broke in the middle where the blade is curved. The device was in use during the alleged malfunction/event, unsure if additional injury occurred.